Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the act key felt as though it was stuck in the depressed position. The customer's blood glucose was 249 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.